Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient weight not provided. Brand name of device not provided. Catalog number and lot number not provided. Manufacturing date is unknown.

Event description:
It was reported that the abutment screw fractured resulting in implant removal. Tooth #19.

Manufacturer narrative:
An unknown 3i screw were returned for investigation. Visual inspection of the as returned products identified screw fractured at threads (screw inside an abutment). No pre-existing conditions were noted on the per. The reported device was located on tooth #19 and was used for approximately 4 years. Pictures or x-ray images were not provided. Review of appropriate documentation: documents reviewed: biomet 3i restorative products IFU (p-iis086gr) rev f ¿ october 2019. DHR review: DHR review could not be performed, as the lot number associated with the reported unknown 3i screw product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. Complaint history review: no complaint history review could be performed without relevant lot and item information for unknown 3i screw. Review completed utilizing keywords: fracture : screw. Post market trend review: may post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
There is no update to the original complaint description provided.